Event description:
It was reported that the user accidentally dislodged the infusion set during application and required a replacement, after which a full supply change was completed and insulin delivery was resumed. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of ongoing therapy after the successful supply change and no alerts or alarms. Investigation included remote troubleshooting and user education on correct infusion set deployment and connection. Investigation of this case revealed an infusion set handling error during deployment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.